Manufacturer narrative:
Citation: myat a et al. Transcatheter aortic valve implantation via surgical subclavian versus direct aortic access: a united kingdom analysis. Int j cardiol. 2020 jun 1;308:67-72. Doi: 10.1016/j.ijcard.2020.03.059. Epub 2020 mar 21. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding the differences in survival and procedure-related outcomes in patients who underwent subclavian or direct aortic access site transcatheter aortic valve implantation (tavi). All data were collected from a multi-center national registry between january 2013 and july 2015. The study population included 224 patients (142 direct aortic cases, 82 subclavian cases) and was predominantly male with a mean age of 79 years. Of those, 117 were implanted with medtronic transcatheter valves: corevalve (114) and evolut r (3). No serial numbers were provided. Among all patients, 46 deaths occurred within one-year post-tavi. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: in-hospital permanent pacemaker implantation, valve-in-valve implantation for an unknown reason, cerebrovascular accident, aortic regurgitation, major bleeding, and unspecified major access site complications. No treatment or interventions were reported as a result of the unspecified major access site complications. Additional adverse events that were only observed in the direct aortic access subset of patients (corevalve was used to treat 37 of these patients): further valve intervention prior to hospital discharge, pericardial tamponade, conversion to surgical aortic valve replacement, conversion to full sternotomy due to hemorrhage, and life-threatening or disabling bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.